Manufacturer narrative:
.

Event description:
An aneurx stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that there was a distal migration of the proximal portion of the aneurx stent graft. This was treated with aortic cuffs approx 1.5 years ago. No add'l info was provided and the pt outcome was not reported.